Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. Upon eval, the battery was producing battery pack faults. Service investigation revealed the battery cells were leaking. The leaking cells caused cells to mismatch. The mismatched cells caused the battery faults. The root cause for the leaking cells was unable to be positively determined, but was likely aging of the battery pack. No adverse event resulted from the defective battery. The last patient to use this battery did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4), the battery produced battery pack faults. The last patient to use this battery did not report any deficiencies.